Event description:
It was reported that during initial set up of machine, the cs300 intra-aortic balloon pump (iabp) unit is giving electrical error. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is giving electrical error.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields - b4, d9, d8, g1, g6, h1, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. It was reported that during initial setup, the cs300 intra-aortic balloon pump (iabp) had electrical codes 50 and 51. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the motor control board. All functional and safety checks were performed to factory specifications.

Event description:
N/a.